Manufacturer narrative:
Continuation of d10: product ID a820, serial#, unknown, product type software product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the handset just spins and spins and it was a pain in the ass to use. Patient said they sits there and waits and sometimes they had to go back to get another bolus. Agent asked what the screen was saying and patient said it was kind of like a clock and it kind of gets stuck at 70-80-90% and just sits there. Patient stated he just went to the healthcare provider (hcp) and he stated to call and get a new one sent. Agent reviewed 90% lag. Patient mentioned that this had been happening since implant. Agent walked patient through closing all apps and clearing data. The troubleshooting steps that were taken on the call resolved the issue. During the call patient mentioned its faster and would monitor and call back if the issue continues. Patient states his handset does not hold a charge long at all and has to charge frequently. The patient had boluses: 5 per day every 3 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Imf code f0101 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-04-10 rtg0788214 (con): information was received from a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the handset just spins and spins and it was a pain in the ass to use. The patient said they sits there and waits and sometimes they had to go back to get another bolus. Agent asked what the screen was saying and patient said it was kind of like a clock and it kind of gets stuck at 70-80-90% and just sits there. Patient stated he just went to the healthcare provider (hcp) and he stated to call and get a new one sent. Agent reviewed 90% lag. Patient mentioned that this had been happening since implant. Agent walked patient through closing all apps and clearing data. The troubleshooting steps that were taken on the call resolved the issue. During the call patient mentioned its faster and would monitor and call back if the issue continues. Patient states his handset does not hold a charge long at all and has to charge frequently. The patient had boluses: 5 per day every 3 hours. 2025-07-09 rtg0846989 (con): additional information was provided from a consumer stated that they have 'never been too impressed with it'. The patient stated that it took time to connect. The patient mentioned that the last time they reached, they tried resetting things. The issue was better after that but, issue was intermittent. The patient stated that 'it's already pumping' and goes to the lockout. They used the back arrow and said hit button for the pump. The agent reviewed 90% lag and assisted the patient with clearing the data. The patient connected to the pump without issue and was in an expected lockout. The patient also stated that sometimes they unlock the phone and see they were in a lockout, or they can deliver a bolus, or sometimes they had to restart the whole process again. During the call, the patient made a comment that they do not feel a difference when they deliver a bolus. They were slowing 'working up'. The patient stated that their next appointment with their physician is next month where they are trying to get high enough to help (agent understood this as drug concentration/dosing). The patient did not allege any current therapy issue/symptoms. The patient had other medications in the pump but could not remember the names. The patient added that they bolus every 3 hours because they need medication all the time. The patient has had neuropathy since 1998. The agent recommended monitoring lagging issues and can call back if further assistance is needed. 2025-07-25 rtg0857927, rtg0857927 update, patltr (con): additional information received from the patient indicated that the patient's handset seemed to work "pretty damn good for maybe a week to 10 days" and then it started inconsistently and the patient had to start over sometimes. Per the patient, it would say that he was locked out but they knew it was not locked out. The patient was not sure if the pump was even working because it seemed that "they got a lot of medicine left". The patient was getting code 353 to exit the application. The patient's personal therapy manager (ptm) took a long time to connect and this problem had been going on "too long". The patient got 4-5 boluses every 3 hours. The patient's next appointment with the healthcare provider's (hcp) office was scheduled for on (B)(6) 2025 and he wanted to have a manufacturer representative (rep) present. The patient asked for data clearing instructions sent in the mail to him. Patient services asked clarifying questions and if the handset was getting stuck at a certain percentage when trying to connect and the patient said it did "a variety of things". The patient stated that if they hit "back" a couple of times, it seemed to speed it up but other times it was a more consistent problem. Patient services reviewed to close all applications after using the handset. Patient services reviewed device function and assisted the patient with clearing the data and offered to give the patient instructions and the patient declined. Patient services assisted patient with deactivating the tutorial. The patient was able to connect to the pump and request and receive a bolus. Patient services reviewed the rep's role. Troubleshooting steps taken with patient services resolved the issue. Additional information received on 2025-08-05 indicated that the event was first observed a "month after installed". In regards to the cause of not feeling the bolus, the patient was not sure if it was pumping properly. In regards to steps taken to resolve not feeling the bolus, "adding more medicine" was reported. In regards to if not feeling the bolus was resolved, the patient stated "not sure because I keep calling to have the device reset; seems it needs reset every 7-10 days". The patient also reported "you know there's a problem, nurses/others are not impressed with the device - I've heard from them". Additional information received on 2025-08-08 indicated that the patient needed to "reset it" and they were getting ready to deliver a bolus, but they had questions. The patient stated that the last time they called, they were "sent something" and they were wondering how it was working. The patient wanted the pump and bolus totals written out in writing. The patient was wondering why they had the amount they had left when they went in to have the pump refilled. The patient "didn't even notice" when they got the bolus. The patient stated that the pump seemed to have worked for a while and provided help that was noticeable, but they were getting more and more medicine each time and they weren't noticing the boluses even now. The patient's dose was 70mg. The patient requested a rep. The patient was redirected to the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were having the issue where when requesting a bolus it was taking a long time. The patient confirmed the handset lagged at 90%. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag at 90%.

Event description:
Additional information was received from a consumer and the patient asked if the pump could be turned off for a colonoscopy. It was noted the healthcare provider¿s office and hospital told him they could turn the pump off for a colonoscopy. The patient stated the last agent he spoke, and the current agent did not know what they were talking about and needed to be trained on the devices. The patient reported the handset did not work right. It was reported it takes forever to get a bolus and last night it kept searching and they didn't know how to reset it. The patient mentioned they had an appointment with the healthcare provider next week. It was also reported the patient was not feeling the difference when they get a bolus every 3 -4 hours which they did not. The patient had to reset the device every 10 days. The patient complained about the agents, reps, engineers and company. The agent assisted the patient with resetting the handset and clearing the data. The agent reviewed guidelines for colonoscopy. The agent tried to explain the pump function and ordered patient manuals and patient ID card for the patient. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a consumer on 2025-08-26 and the patient reported their equipment was not working right. The agent tried to clarify the issues the patient was experiencing, and the patient had a hard time providing clarity. The patient claimed the handset acts "crazy" and did not work right. It was noted sometimes it would tell them to resync or once it said there was a successful bolus but there was no arrow button. During the call the patient closed the app and resynced the pump - no issues occurred. The patient claimed that sometimes the connection takes up to 10 mins. Agent reviewed possible lag 90% issue that may impact connection and offered to assist patient with clearing data. The patient stated they bolus 5x per day. The patient declined clearing data. It was noted the patient worked with the mdt rep and would wait to talk to her.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient's handset seemed to work "pretty damn good for maybe a week to 10 days" and then it started inconsistently and the patient had to start over sometimes. Per the patient, it would say that he was locked out but they knew it was not locked out. The patient was not sure if the pump was even working because it seemed that "they got a lot of medicine left". The patient was getting code 353 to exit the application. The patient's personal therapy manager (ptm) took a long time to connect and this problem had been going on "too long". The patient got 4-5 boluses every 3 hours. The patient's next appointment with the healthcare provider's (hcp) office was scheduled for (B)(6) 2025 and he wanted to have a manufacturer representative (rep) present. The patient asked for data clearing instructions sent in the mail to him. Patient services as ked clarifying questions and if the handset was getting stuck at a certain percentage when trying to connect and the patient said it did "a variety of things". The patient stated that if they hit "back" a couple of times, it seemed to speed it up but other times it was a more consistent problem. Patient services reviewed to close all applications after using the handset. Patient services reviewed device function and assisted the patient with clearing the data and offered to give the patient instructions and the patient declined. Patient services assisted patient with deactivating the tutorial. The patient was able to connect to the pump and request and receive a bolus. Patient services reviewed the rep's role. Troubleshooting steps taken with patient services resolved the issue. Additional information received on 2025-08-05 indicated that the event was first observed a "month after installed". In regards to the cause of not feeling the bolus, the patient was not sure if it was pumping properly. In regards to steps taken to resolve not feeling the bolus, "adding more medicine" was reported. In regards to if not feeling the bolus was resolved, the patient stated "not sure because I keep calling to have the device reset; seems it needs reset every 7-10 days". The patient also reported "you know there's a problem, nurses/others are not impressed with the device - I've heard from them". Additional information received on 2025-08-08 indicated that the patient needed to "reset it" and they were getting ready to deliver a bolus, but they had questions. The patient stated that the last time they called, they were "sent something" and they were wondering how it was working. The patient wanted the pump and bolus totals written out in writing. The patient was wondering why they had the amount they had left when they went in to have the pump refilled. The patient "didn't even notice" when they got the bolus. The patient stated that the pump seemed to have worked for a while and provided help that was noticeable, but they were getting more and more medicine each time and they weren't noticing the boluses even now. The patient's dose was 70mg. The patient requested a rep. The patient was redirected to the hcp.

Event description:
Additional information was provided from a healthcare provider stated that there was no volume discrepancy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they have 'never been too impressed with it'. The patient stated that it took time to connect. The patient mentioned that the last time they reached, they tried resetting things. The issue was better after that but, issue was intermittent. The patient stated that 'it's already pumping' and goes to the lockout. They used the back arrow and said hit button for the pump. The agent reviewed 90% lag and assisted the patient with clearing the data. The patient connected to the pump without issue and was in an expected lockout. The patient also stated that sometimes they unlock the phone and see they were in a lockout, or they can deliver a bolus, or sometimes they had to restart the whole process again. During the call, the patient made a comment that they do not feel a difference when they deliver a bolus. They were slowing 'working up'. The patient s tated that their next appointment with their physician is next month where they are trying to get high enough to help (agent understood this as drug concentration/dosing). The patient did not allege any current therapy issue/symptoms. The patient had other medicat ions in the pump but could not remember the names. The patient added that they bolus every 3 hours because they need medication all the time. The patient has had neuropathy since 1998. The agent recommended monitoring lagging issues and can call back if further a ssistance is needed.